Manufacturer narrative:
Investigation - evaluation: a review of device history record, complaint history, documentation, specifications and instructions for use (IFU) was conducted during the investigation. The complaint device was not returned therefore, device failure analysis and physical examination of the device used in this case could not be performed. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The device history record was reviewed and no non-conformances were identified. A thorough review of complaint history search revealed that this is the only recorded complaint associated with this lot number based on the information provided the likely root cause is related to manufacturing deficiency and the presence of foreign matter. We will notify the appropriate personnel and continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported that prior to performing an unspecified procedure, the customer opened the package containing an aq ureteral dilator and found a hair inside. The customer further stated that the hair appeared to be embedded in the hydrophilic coating. The device did not come in contact with the patient and there was no patient harm reported.